Manufacturer narrative:
Visual examination of the submitted devices did not reveal any abnormal wear, damage or manufacturing defects. Examination of patient x-rays did not reveal anything indicative of a device nonconformance. A worldwide complaint database search found no additional related reports against the provided product code/lot code combination(s). The surgeon confirmed the root cause was due to technical error. No evidence was found suggesting product error was a contributing factor and the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Reason for revision was due to posterior subluxation of the humerus due to incorrect component version.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).

Manufacturer narrative:
Additional narrative: device available for evaluation this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.